Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 10 months due to endocarditis (vancomycin-resistant enterococcus). The patient presented with chills, fever, and weakness. The explanted valve was replaced with a 21mm 11500a valve. The patient was stable post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 10 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a valve.